Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous proximal left circumflex artery. A guidezilla was placed through an 8fr non bsc guide catheter. Multiple devices were inserted into through the guidezilla several times. While inserting a 2.0x15mm non-bsc resistance was met. The physician removed the balloon catheter and the guide segment of the guidezilla was removed with it. It was noted that the guidezilla separated, at the collar, inside the distal portion of the guide catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic and tactile examination revealed numerous kinks in the hypotube and distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Ptfe was completely pulled out from the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).